Event description:
It was reported to nevro that the patient, who had extensive scar tissue formation in the area of the lead placement, experienced chest pain and weakness in right leg after implant surgery. The physician suspected a hematoma had formed and explanted the leads. The patient has recovered with no sequelae.